Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple change cartridge error messages while attempting to load multiple new cartridges. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.